Event description:
A customer reported failed american proficiency institute (api) survey samples for ferritin (fer) on the aia-900 analyzer. The customer stated the result for ia-07 was out of range high with a result of 210ng/ml (acceptable range 132ng/ml - 176ng/ml). The customer stated no issues with calibration or quality control (qc). The customer stated they initially ran the samples with test cup lot dx16406. The customer changed to test cup lot dy16410 and the results then passes within acceptable range. The customer did not provide the test result. No other complaints from the customer at this time. Th analyzer is operating as expected. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A 13 month complaint history review and service history review for similar complaints was performed for serial number (B)(6) through aware date. There were no similar complaints identified during the search period. A 13 month complaint history review and lot history review for similar complaints was performed for lot number dx16406 through aware date. There were no similar complaints identified during the search period. The ferritin analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack fer, the highest concentration of ferritin measurable without dilution is 1000 ng/ml, and the lowest measurable concentration is 3.0 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 500 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 1000 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for ferritin. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event could not be established.